Event description:
Customer reported an implant fracture - implant fracutre ca 6 mm were sent call with the customer to confirm that everything had been removed implantation date not available because alio loco 2010.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our experience in the investigation of similar complaints. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.